Event description:
During a procedure, the surgeon was using a laparoscopic ethicon stapler when the stapler misfired. The stapler locked up while connected to the pt's abdomen. No harm was noted to the pt once the stapler was removed. The instrument was unable to be fixed and was removed from the field. FDA safety report ID# (B)(4).